Event description:
It was reported that an endeavor resolute rx drug-eluting coronary stent system, length 30mm, diameter 2.75mm, was intended to treat a lesion in a patient. It was reported that, after stent implantation, the balloon of the device did not deflate and force was required to remove the stent delivery system from the patient. It was possible to deflate the balloon outside the patient. The target lesion in the lad was reported to exhibit 90% stenosis with little calcification. The target lesion was pre-dilated with a 2.5x 20mm balloon to 12 atm for one inflation. The endeavor resolute device was inspected prior to use with no abnormalities noted. Negative prep was performed, with no abnormalities noted. No difficulty was experienced during advancement of the device to the lesion or during inflation of the device to 10 atm. The inflation device was successfully used with other devices. No patient injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results (root cause of deflation issue unknown).